Event description:
Our anesthesia department is the (B) (6) in the united states to go-live with an anesthesia emr using epic software - (B) (6). One of the key components of the emr is the ability to automatically capture anesthesia machine and physiologic monitor data via device interfaces. However, shortly after go-live we noticed an inaccuracy with the data coming from the ge aestiva anesthesia machine. Aestivas are configured to ventilate in one of four modes -unique identifier in parentheses-: volume control -v- pressure control -p- psv-pro -o- simv-vc -s-. Each mode of ventilation is supposed to send a unique identifier as data output. This identifier is then sent to the capsule datacaptor server where the interface translates the data and sends it to the emr through internal testing -with the help of capsule-, and finally via direct confirmation from ge senior product mgmt, we have discovered that aestivas are sending wrong info on ventilation mode through their serial ports. Volume control and pressure control both come over as "v" and "p" respectively - these are correct. However, psv-pro is sent as "p" instead of "o" and simv-vc is sent as "v" instead of "s". In addition to the data being erroneous, the protocol/support documentation is wrong as well. There is a significant clinical difference between these four modes of ventilation and it is important to ensure that this data is accurate. Our findings have been communicated directly with (B) (6), senior product manager ge, and (B) (6), engineer ge. This week we met with a rep of ge and we were informed that they know about the problem, but there are no plans to fix it. As more hospitals and anesthesia depts across the nation begin to develop and implement emrs, accurate electronic data interface will be critical. We have given ge many opportunities to respond and correct the problem, but to no avail. Frankly, we are stunned by ge's lack of interest and response. This problem is the direct responsibility of ge and will be a problem no matter what emr is chosen by healthcare institutions. We urge you to warn anesthesia depts and hosp it staff that this is a problem. Capsule datacaptor and epic - (B) (6)- emr anesthesia software -although this would happen with any emr-.